Manufacturer narrative:
Tech found the bed in bed shop. Complaint - the hi/low head slowly drifts down. Found - the hi/low head slowly drifts down caused by stuck trend valve. Replaced the trend valve to resolve this issue.

Event description:
Complaint received indicated that the hi/low head slowly drifts down.